Event description:
It was reported by the customer that a bd pyxis¿ medbank user while restocking, cubie in drawer was not eject. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-may-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie in the drawer had become stuck. A field service engineer had observed that drawer 11, trays 2 and 3 were mirroring each other in the test application. The cubie lids could be opened, but the cubies could not be ejected. The fse replaced the drawer controller and both cubie trays. As cabinet keys were not available, the drawer was accessed from the front. The issue was verified using the test application. The system functioned as intended after the field service engineer repaired the device.